Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 11 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was aortic stenosis and severe aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently 15 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. A diastolic pressure of 37mmhg was also reported. No additional adverse patient effects were reported.